Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was programming a bolus on her insulin pump when the numbers ramped up on their own. She removed the battery and changed to a new one and received a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer believes the pump was exposed to her sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery test alarms were noted. No button error alarms noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No numbers ramping up on their own or scroll bar moving with no input noted.